Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged 126-132 mg/dl.